Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. One sample and one photo were provided to our quality team for investigation. Upon visual inspection, an unknown greyish white particulate observed on the stopper. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4326486. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #302995, batch #4326486. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: it was reported by customer that the particulate was inside the syringe, between the plunger and the luer lock hub. Verbatim: rcc received a complaint via email. Email(s) attached. While performing sterile compounding today, one of our pharmacy technicians noticed a particulate inside the barrel of a sterile bd 10 ml luer-lock syringe she had just removed from the sealed overwrap. The particulate was inside the syringe, between the plunger and the luer lock hub. Please see the attached picture (particulate had been removed from the syringe already). I cannot tell if the particulate (shown in the medication cup) is plastic, paper, or a combination of both. Have you received any other notices of such findings with your syringes? Are there any active recalls for bd luer-lok tip syringes? Ref: 302995; lot: 4326486; exp: 2029-10-31. Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 01-13-2025 2.when was this defect observed? During or before use? Defect was observed after attaching needle to the syringe but before drawing up fluid into the syringe. 3. What was the impact to the patient? No patient impact. 4. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? Particulate was expelled from the syringe but was retained. I can provide the syringe and the particulate if desired. (B)(6).